Event description:
Livanova deutschland received a report that as part of the routine sampling for microbiological analysis of a heater-coolersystem 3t, pre and post disinfection samples were taken on (B)(6) 2022. On (B)(6) 2022, a positive result was received for mycobacterium chimera for the pre-treatment sample. Continue regular use. The reports relating to the post-disinfection samples are awaited. Patient tracking is available. There is not report of any patient injury.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in italy. According to provided information, the device is cleaned and maintained regularly per the instruction for use and that it was placed outside the operating theater during use. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See intial report.

Manufacturer narrative:
Through follow-up communication, livanova learned that the device was cleaned regularly per the instruction for use, the h2o2 monitoring is applied as per instruction for use and a pall filter is used for tap water. The device is left full of water unless the scheduled surgical activities are constant weekly. However, the device is reportedly maintained as per IFU. The hospital does not use reusable blankets and aerosol collection set is replaced after the allowed use period. The device is placed outside the operation theater during use. Source of contamination is related to location where device is used and remains unknown.